Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead over-sensed minute ventilation (mv) noise. It was also noted by technical services that the impedance might be fluctuating between in-range and out-of-range values, explaining why the signal seen in the episode appears and disappears. As such, rv lead troubleshooting was recommended in order to exclude mechanical issues or lead impairment. No adverse patient effects were reported. This lead remains in service.